Event description:
Complainant alleged that while attempting to defibrillate a pt, the device delayed to charge and delivered shock, when paddles were returned to paddle well. Complainant indicated that there was no adverse effect to the pt, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.